Event description:
On (B)(4) 2012 it was reported that while upgrading the handheld to version 8.1 software, after initiating the hard reset, the computer screen would not let the user select the menu button in order to proceed with the upgrade. It was later stated that the lock button on the handheld was checked and the handheld still didn't work. The handheld and flashcard were returned to the manufacturer for product analysis on (B)(4) 2013. Product analysis is still underway and has not yet been completed.

Event description:
An analysis was performed on the returned handheld and the reported allegation was verified. During the analysis it was identified that the handheld could not complete a hard reset. The cause for the anomaly is associated with a loose connector on the main board that caused the contacts button to be nonfunctional. Since the button was not functioning, a hard reset could not be completed. Once the connector was reseated, the buttons functioned as expected and a hard reset was performed with no anomalies. An analysis was performed on the returned flashcard. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.

Manufacturer narrative:
Device malfunction caused event but did not cause or contribute to a death or serious injury.